Event description:
The patient has not recharged her device for about a month. She went to her doctor to get her recharger to work. It did display a power on reset (por) but now does not. She was currently recharging. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a telemetry issue and the patient had last had stimulation ¿about a month ago¿, when there was a loss of telemetry. It was stated that an antenna locate (al) feature was performed and resulted in coupling ranging from 46 to 102. Use of the al feature resulted in a power on reset (por) displayed on the recharger, which was followed by normal charging. The reporter was able to recharge normally, receiving 8 coupling bars and charged the battery one-quarter full. It was noted when clearing the por, the manufacturer representative noted the implant was "discharged now." It was further reported that the patient didn¿t experience any symptoms, troubleshooting was performed, and the cause of the power on reset (por) was lack of charge. It was noted that the device battery was out of por.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), product type recharger product ID 3778-75 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 3778-75 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).